Manufacturer narrative:
Customer quality conducted an investigation of the returned devices. Four (4) unknown screws were received with the complaint category of ¿broken: postoperatively.¿ during the investigation, two screws were intact and found to part numbers 02.211.028 and 02.211.022. The other two screws were found to be broken. Thus, a part number could not be determined but they were found to be conforming to the 02.211.0xx screw family. A device inspection, drawing review, material review, complaint history review, and risk assessment review were performed as part of this investigation. The complaint condition is confirmed as two of the four screws were found to be broken. The broken distal threads were not received. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The risk assessment was found to adequately address the complaint condition. No new malfunctions were observed during the course of this investigation. One screw was received with two roughly transverse breaks; one in the threaded shaft and one at the base of the threaded head. One screw was received with one roughly transverse break in the threaded shaft. The distal threads for each were not received. The screw recesses on each screw head also showed deformation in the form of indents and deformed edges. Thus, the complaint condition is confirmed and consistent with the reported condition for the two broken screws. Replication of the complaint condition is not applicable as the screws are already broken. Two screws were revived intact. The threads and drive recess of each show wear consistent with implant and explant. As no functional issue was identified, the complaint condition for these two screws is unconfirmed and could not be replicated. Drawing review: the following drawings were reviewed; 2.7mm va locking screw, self-tapping, stardrive: the head diameter, outer shaft diameter, and overall length were inspected to identify the part numbers and on the two broken screws the relevant feature of the inner diameter was also inspected. Part 3: 02.211.0xx. Condition: fracture in threaded shaft portion. Part 4: 02.211.0xx. Condition: fracture in threaded shaft portion and at base of threaded head. The threaded shafts were found to show wear consistent with implant and explant. All measurements were found to pass the associated specification. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Lot number review: a review of the DHR and the material at manufacture could not be performed as the lot numbers are unknown. Material review: material verification was performed on the two broken screws using thermo scientific material analyzer. The screw compositions, accounting for gage variance, were found to be in line with the material specification. Risk assessment review: the screw implants for plates - core dossier design and clinical risk management (dcrm) document, was found to adequately address the harm of this complaint condition. As the circumstances at the time of the issue and over the lifespan of the implants are unknown a specific root cause could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID, age, dob & weight not provided for reporting. Other UDI: (01) unknown (10) unknown, UDI is unavailable. This report is for unknown va foot locking screw /unknown lot number. Reporters phone number: (B)(6). Number 510k#: unknown. (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the va foot locking screw have snapped in a patient foot. No surgical delay is reported. This is all information we have so far. Complaint involves 1 part. This report is 1 of 1 for (B)(4).